Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed

Event description:
It was reported that foreign matter was found in the bd syringe 10ml ll s/c 200. The following information was provided by the initial reporter: bd syringe product defect something slightly melted, little fuzzy spec object inside syringe

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 15-aug-2022. H6: investigation summary: one sample and two photos were provided to our quality team for investigation. Through visual inspection, a dark colored substance observed on the plunger rod. Fourier transform infrared spectroscopy (ftir) analysis showed the material is most likely from the hairnets used by production associates. The condition observed is non-conforming per product specification. Potential root cause for the foreign matter non-fluid path defect is associated with the assembly process. A device history record review was completed for provided lot number 2091687. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
It was reported that foreign matter was found in the bd syringe 10ml ll s/c 200. The following information was provided by the initial reporter: bd syringe product defect something slightly melted, little fuzzy spec object inside syringe.